Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaint are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). Expected but have not returned yet.

Event description:
Customer reported while the limb holder was in use with a patient, the patient was able to break out of the restraint. No patient or caregiver incident or injury reported. Date of incident is not known.

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
The device was received in with the box stitch torn from one of the foam cuff. This failure would result in the product being non-functional and will not secure the user as intended. The root cause for the torn foam could not be determined. However, the failure is consistent with the result of applying excessive force on the restraint during use. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturing reference file #2018-01786.